Event description:
Pt was prescribed a gel overlay mattress by their doctor. The consumer allegedly developed a very bad rash on their buttocks. When the family member was scrubbing the mattress overlay, they noticed a leakage coming from the mattress. The consumer went to the hospital where the rash was treated as a severe allergic reaction similar to a third degree burn.